Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report

Event description:
It was reported the power cord caught on fire. The vent continued to run on the battery. There were no consequences to any involved person.

Manufacturer narrative:
The affected power plug was available for an investigation and was analyzed by the manufacturer. The visual inspection confirmed a damage to the power plug that results from a high temperature event but was limited to a small area on the frontal area of the power plug. The affected power cord is designed to meet the iec (B)(4) standard for basic safety and essential performance of medical electrical equipment. Thus, the used materials are self-extinguishing and the risk of fire is assessed to be minimal. The exact root cause could not be determined retroactively, but based on the present damage it is possible that a crack within the internal contact had developed and led to an increased resistance. Due to the malfunction, the mains supply was interrupted but the savina continued ventilation on battery supply accompanied by a corresponding alarm. No further consequences occurred in the reported case besides the damage to the power plug. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.